Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer being unable to talk or keep their eyes open and shaking. The customer was not able to provide the bg, but after treating the customer their bg was 87 mg/dl. An acquaintance of the customer assisted the customer in addressing the bg with apples. The acquaintance called ems, but before they could arrive the customer was ¿coherent again¿ and ems was told ¿not to rush their arrival.¿